Manufacturer narrative:
H3: product analysis found that could not verify will not connect to hard wire. Patient interface did connect by hard wire. However back housing was broken and pins on the afe board were loose. The software was updated to v1.7.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, while updating the system to sw version 1.7.5 the console updated successfully, but the pi boxes would not. When a pi box is connected and the update process is initiated, a "loading" icon appears in the dialog box that won't go away, and the system doesn't indicate a wired and wireless connection to the pi box. Tried multiple reboots, flipping the pi box cable, different outlets but the issue was not resolved with repositioning or troubleshooting. There was no patient involved.